Event description:
It was reported to nova biomedical that a consumer received a result of 578 mg/dl on their blood glucose meter. The consumer's mom administered with unknown amount of insulin. Approximately twenty minutes later the parent performed another test on the consumer getting a result of 565 mg/dl. The consumer's parent did not believe that reading to be accurate. The consumer did not experience a hypoglycemic event. The consumer's parent gave the consumer food and something to drink to offset the insulin administered. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use as instructed in our directions for use. The consumer was educated on these directions for use. The meter and the test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.